Event description:
It was reported to olympus that during reprocessing the oes cystonephrofiberscope end cap was not attached during sterilization. There was no reports of injury or harm.

Manufacturer narrative:
The device will not be returned to olympus. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event occurred because the instructions for use were not followed. This event can be prevented by following chapter 2 instrument nomenclature and specifications which states: "2.2 endoscope functions: 12. Eto cap: the eto cap must be installed prior to eto gas sterilization and aeration and removed prior to immersion or clinical examination. The cap must also be attached when the endoscope is transported outside the hospital(shipment, return for repairs, etc.)." Olympus will continue to monitor field performance for this device.